Event description:
2 events with IV tubing: 1.IV fluid found leaking from y-sites of IV tubing. Patient noted the fluid leaking onto the bed and called rn who was able to change IV tubing. 2.IV tubing with injectafer had large slit in tubing which caused a large mess of the spilled medication and delayed patient care. Pharmacy had to re make the medication.